Event description:
It was reported that while transporting a patient for approx. Ten minutes, the battery voltage went from 23.2 volts to 20.4 volts. The device was plugged in during the CT scan and charged for 32 minutes. When unplugged to return the patient to the fourth floor, the battery went from 25.6 volts to 24.4 volts in 30 seconds. After a 5 minute transport, the battery read 23.6 volts prior to plugging in at the patient's room. The device never shut off. (B)(4). MFR ref report#: 8010762-2015-00659.